Manufacturer narrative:
Initial reporter name and address: initial reporter last name: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the event was not reported. It was reported the patient was hospitalized and was treated with unspecified medication for the event. At the time of this report, the patient remained in the hospital and was scheduled for discharge. The patient outcome was not reported. Pd therapy was ongoing. No additional information is available.